Event description:
Device malfunction: none. Symptoms/ae: septicemia. Time of symptoms/ae: approximately one month post vessel closure procedure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure after an unspecified procedure. Reportedly, approximately one month post vessel closure, the patient reported feeling "uncomfortable". A follow-up scan revealed no problems; however, the patient was admitted to the hosp with septicemia. The patient required surgical intervention and antibiotic treatment. There were no other reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.